Event description:
It was reported that the pump exhibited syringe plunger sensor and syringe not in place messages. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked on the lower right front corner and the bottom case was cracked by the l bracket. Check syringe plunger sensor and no syringe plunger not in place error found in pump event history log. During functional testing the check syringe plunger sensor was found at power up. The flippers on left case were found intermittently stuck due to broken and cracked on all 3 screw-boss. The root cause was unable to be determined. Replaced left plunger case and performed power up process and all functional testing which passed. A corrective and preventative action has been opened to address the reported issue.